Manufacturer narrative:
(B)(4). H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received.: relationship to study device: not related relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2020, batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that the abdominal pain/warmth is possibly related to study device and ¿blank¿ related to study procedure. Please provide a rationale for this listing. What treatment was required? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the microwave ablation procedure, the patient experienced sided abdominal pain/warmth after.